Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, it was discovered that the drill operated when the trigger was not activated. A suspected cause of this failure is when excessive force is applied to the drill's handswitch assembly, the handswitch can become displaced from the proper position on the drill's housing. If the handswitch is not positioned correctly, the handswitch inlet valve may stick open and the device can unintentionally activate. The handswitch assembly was replaced and additional preventative maintenance was also performed. The drill returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.